Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The analysis of the lead demonstrated a damaged insulation approximately 24.5cm and 25.5cm distal to the is-1 connector pin. At these points, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This system was removed because the ra and rv leads flipped to unipolar and there was loss of capture in unipolar. The physician chose to replace the whole system.